Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion at the lcx. The device could not cross the lesion, dislodged and was removed from the patient. No clinical sequelae were reported. Evaluation summary - the stent was returned attached to a snare device. Three stent segments at one end of the stent were slightly pinched and flattened but intact. Three segments at the other end of the stent were intact. The remaining segments were stretched and deformed. Please note that this device is not commercialized in us but is similar to commercialized product - resolute integrity.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (lesion morphology) severe calcification. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) severe calcification. Inherent risk of procedure (failure to deliver stent and dislodgement). (B)(4).